Event description:
Asap too. It was reported that an incomplete laa seal occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure on (B)(6) 2019. The closure device was successfully implanted. On (B)(6) 2019, the patient presented for a three month follow up transesophageal echocardiogram and an incomplete laa seal was noted. The largest residual jet around the device was 5.1mm. No further information is known at this time.